Event description:
Several nurses within the ICU had rashes above gloves, below scrubs and around neck. Essentially any skin exposed to the gown materail. Cunstomer contact reports staff#1 went to the emergency room due to severe contact dermatitis. Staff#1 experience itcy, red, irritated skin. Received cortisone rx both intermally and externally. Stent home for remainder of worday. Staff#1 discontinued use of this particular grown without further incident. Staff memebers #2 and #3 disrobed and continued their work day and dutties without any type of medical rx, tx ir intervention.